Manufacturer narrative:
It was reported that the mayfield head holder adaptor s/n (B)(6) was extremely difficult to attach and then to remove from the mayfield head holder. It was detailed that the mayfield head holder that the hospital used had stripped threading inside. The mayfield head holder adaptor had flakes of metal coming off. The mayfield head holder adaptor s/n (B)(6) was returned at the manufacturing site for investigation purposes. The review of the complaint picture, and a visual inspection of the returned part indicated that it is globally worn. The grey rod threaded part, where the mayfield head holder is to be connected, is visibly damaged. Functional analysis indicated that the mayfield head holder is still functional as stated in the complaint description but is much more difficult to handle than it should. A normal use of the mayfield head holder adaptor with a mayfield head holder would not damage the threaded part that way. The most probable root cause is that a different part than a mayfield head holder, with a harder material, has been screwed in the mayfield head holder adaptor. This would explain the observed flakes of metal coming off the mayfield head holder adaptor. Also, the use of a damaged mayfield head holder (stripped threading inside) may have contributed to this damage.

Event description:
The company field service engineer (fse) was present for a seeg case. At the end of the case, we had difficulty removing the rosa mayfield adapter from the mayfield. The mayfield head holder that the hospital used had stripped threading inside, and it was extremely difficult to attach from rosa mayfield adapter (biomed needed to help). The rosa mayfield adapter had flakes of metal coming off as it was pretty stripped when we got it out. We tested it on a good mayfield and it works but should be replaced in the near future. For this case, the surgeon wanted to detach rosa after the seeg, so they could continue on with the craniotomy. We ended up having to remove the mayfield and they needed to re-sterilize the surgical field and patient as we couldn¿t detached the rosa mayfield adapter from the mayfield head holder. This caused a 15-20 minute delay and the surgeons needed to re-sterilize the surgical field.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
The company field service engineer (fse) was present for a seeg case. At the end of the case, we had difficulty removing the rosa mayfield adapter from the mayfield. The mayfield head holder that the hospital used had stripped threading inside, and it was extremely difficult to attach from rosa mayfield adapter (biomed needed to help). The rosa mayfield adapter had flakes of metal coming off as it was pretty stripped when we got it out. We tested it on a good mayfield and it works but should be replaced in the near future. For this case, the surgeon wanted to detach rosa after the seeg, so they could continue on with the craniotomy. We ended up having to remove the mayfield and they needed to re-sterilize the surgical field and patient as we couldn't detached the rosa mayfield adapter from the mayfield head holder. This caused a 15-20 minute delay and the surgeons needed to re-sterilize the surgical field.